Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were high impedances, some over 10,000 ohms, on the left gpi contacts 1, 2 and 3, as well as on the right gpi contact 11. During the procedure, the impedance test was perfect. In addition to this, it was impossible to establish communication between the communicator and the patient programmer. To initiate communication with the communicator, a physician programmer was utilized to decrease amplitude, but after this, it was impossible to increase the amplitude back up as an oor message occurred. Then again, after this, it was impossible to communicate between the patient programmer and the communicator once again. No further complications were reported. Additional information was received indicating the cause of the high impedances and the oor message was unknown. There was no action /intervention taken to resolve the high impedances and oor message, and the issue has not been resolved. It was reported that there was probably a link between the patient symptoms and communication difficulty. Additional information was received indicating the impedance test showed left gpi contacts 1, 2, 3 and right gpi contacts 11 with a high impedance. The impedance test that was performed was conducted perfectly. Furthermore, there was a beta peak and a lot of artifacts and brainsense was not possible as there was an error.